Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: dtmb1d4 ICD, implanted: (B)(6) 2017; 5076-52 lead, implanted: (B)(6) 2012; 6947m62 lead, implanted: (B)(6) 2012; 429688 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was power switching on the controller for possibly two weeks. There was an inappropriate double disconnect when the patient was exchanging one battery, as the controller did not recognize the full battery connected to the other port. A double disconnect alarm occurred and the pump stopped momentarily. The patient exchanged the controller. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed functional testing. Visual inspection under 10x magnification revealed hairline cracks surrounding power port 1 and power port 2. An internal visual inspection did not reveal fluid ingress. The hairline crack/cracks finding is not related to the reported event. Based on an investigation, the root cause of the hairline crack(s) was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections. Momentary disconnection will result in an audible tone or "beep". Log file analysis revealed a controller power up event. The data point prior to the loss of power revealed that bat316123 was connected to power port one (1) and bat588266 was connected to power port two (2) with 33% relative state of charge (rsoc). Several momentary disconnections were recorded leading up to the loss of power. The data point recorded after the loss of power revealed that bat316123 was connected to power port (1) and bat589886 was connected to power port two (2). The controller was without power for 9 seconds. In addition, log files revealed that a vad disconnect alarm, and a loss of power to the controller was recorded. This alarm is indicative of a disconnection of the driveline from the controller. Of note, the site reported that the patient performed a controller exchange which could be correlated to the second loss of power and the vad disconnect alarm. As a result, the reported events were confirmed. The most likely root cause of the premature power switching events and ¿reported beeps¿ can be attributed to momentary disconnections between the controller and batteries. A possible root cause for the losses of power can be attributed to a disconnection of both power sources, to an intermittent disconnection on one power source, and/or to troubleshooting by the patient as described in the event details. Momentary disconnections were investigated internally. An internal investigation was initiated to capture events involving the controller losing power. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was abnormal beeping.

Manufacturer narrative:
This supplemental is based solely on the receipt of a 3500a report. Section f has been updated to reflect that report f1 user facility f2 uf/importer report number: 2300460000-2018-8030 f3 user facility name/address: university of michigan hospitals 1500 east medical center drive ann arbor, mi 48109 f4 contact person: susan anderson f5 phone number: 734-763-5456 f6 date user facility became aware of the event: n/a f7 type of report: initial f8 date of this report: may 2018 f9 approximate age of device: 8 months f10 event problem codes: n/a f11 report sent to FDA: yes, may 2018 f12 location where event occurred: home f13 report sent to manufacturer: yes, may 2018 f14 manufacturer name and address: MFR. Name: medtronic address: 8200 coral sea street ne city: mounds view state: mn zip: 55112 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.